Manufacturer narrative:
Biotene dry mouth oral rinse is manufactured in (B)(4). The lot number (3j04c1) for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of felt like a stroke in a (B)(6) female patient who rec'd oral moisturisers, biotene dry mouth oral rinse (2013 formulation) for dry mouth. A physician or other health care professional has not verified this report. The patient's past medical history included dry mouth. On an unknown date, the patient started oral moisturisers (unknown) at unknown dosing. On (B)(6) 2013, the patient experience felt like a stroke, dysentery, allergic reaction, tongue numbness, numbness of upper extremities, tingling of extremity, impending doom, and stomach pain. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, stomach pain, dysentery, felt like a stroke, and impending door were unresolved. Consumer has used the old formula of biotene oral rinse with no reported problems. It worked very well for her dry mouth. She rinsed for 10 seconds with the new formula of biotene oral rinse the evening of (B)(6) 2013 and immediately reported a possible allergic reaction. The events described were tongue went numb, lip went numb, left arm went numb, left hand went numb, mouth went numb, and left side of face went numb. These events resolved in about one and a half to two hours. She described these events by saying "I thought I was going to die" and "I thought I was having a stroke". Today, (B)(6) 2013, she reports the events of dysentery, spot on face tingling, and stomach ache.